Event description:
It was reported that during a bph surgical procedure "green laser machine failure can not continue surgery" was noted. The procedure could not be completed. Patient outcome: "stable" reported.